Manufacturer narrative:
Although requested, the affected product has not been received. A follow up report will be submitted with investigation results should the devices be received for evaluation.

Event description:
Customer reported as ns was infusing to flush the line after a propofol drip had just completed, an inadvertent bolus of the fluid occurred as the door to the infusion device was opened and the safety clamp did not engage. The roller clamp was not in use at the time of the event. The propofol had finished infusing without incident. There was no report of patient harm or intervention.